Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 284 mg/dl with trace ketones and it was addressed with manual injections. During troubleshooting it was noted that there were air bubbles in the luer lock and tubing. The contact primed the air bubbles out.